Manufacturer narrative:
Non-healthcare professional. Investigation it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the patient allegation. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. While the catalog and lot numbers are unknown the device was described as a birds nest filter. The complaint device was built to manufacturing frameworks the process prepping, soldering, cleaning, forming and curling the bird¿s nest. Instructions for use: bird's nest filter bnf) documents the contraindications, warnings and precautions for the bnf-40-pb gianturco-roehm bird's nest femoral vena cava filter. Potential adverse events include, but are not limited to: filter migration (may occur if proper anchoring techniques are not utilized) inferior vena cava thrombosis perforation of vena cava wall hematoma at puncture site the gianturco-roehm bird¿s nest vena cava filters are placed via standard percutaneous entry (seldinger) technique. Introduction of the gianturco-roehm bird¿s nest filter is accomplished through a series of controlled steps which allow the operator to alter placement to accommodate anatomic variations. The gianturco-roehm bird¿s nest filter¿s hook wire design and two pair of ¿v¿ shaped struts hold the filtering wires in place and facilitates a secure fixation in the vena cava with a minimal risk of migration or vessel perforation. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated, failure of anticoagulant therapy in thromboembolic diseases, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced, prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. Risk benefit analysis (rba) was completed to assess the benefit; risk ratio of the bird's nest filter. The rba states that "it is the opinion of cook inc. That the medical benefits of the bird's nest filter outweigh the residual risks to the patient. It is expected that some patients with indwelling ivc filters may still experience pulmonary emboli (though not necessarily fatal emboli). A literature search for relevant clinical studies suggests that pe rate of 1 to 2 percent in patients with indwelling ivc filters; in the bird's nest filter clinical study upon which the FDA approval was based, 1% of patients with a bird's nest filter experienced pe. The rates of pe reflected in our complaints data is significantly below the expected rate of pe. It is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2013. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant via the right common femoral vein due to pulmonary embolism (pe) prophylaxis; followed by an unsuccessful, percutaneous filter retrieval attempt (B)(6) 2020. Patient is alleging device migration and tilt, vena cava perforation, device fracture, bleeding, organ perforation. Patient notes and further alleges experiencing "hospitalized due to blood clots". Per the (B)(6) 2020 CT abdomen and pelvis: "impression: there appear to be vague inflammatory changes surrounding the inferior vena cava especially to the right of the inferior vena cava where there is penetration of multiple inferior vena cava filter struts by the birds's nest filter. There also appear to be enlarged lymph nodes in the right inguinal region as well as questionable pelvic varices. The constellation of findings could relate to some type of significant venous thrombus with pelvic congestion. These all appear to be new compared to the previous examination. Correlation with lower extremity duplex sonography is recommended to exclude deep venous thrombus". "Addendum 1: in the body of the report it should say there appears to be significant filling defect within the inferior vena cava as well as the bilateral common and external iliac veins consistent with extensive thrombus". Per the (B)(6) 2020 venous duplex lower extremity bilateral ultrasound: "acute deep vein thrombosis involving bilateral external iliac and left popliteal vein". Per the (B)(6) 2020 venogram/mechanical thrombectomy report: "impression: technically successful mechanical thrombectomy of thrombus within the inferior vena cava bilateral common and external iliac veins. The patient should be transition to an oral anticoagulant for the foreseeable future".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided patient allegedly received an implant via the right common femoral vein due to pulmonary embolism (pe) prophylaxis; followed by an unsuccessful, percutaneous filter retrieval attempt (B)(6) 2020. Patient is alleging device migration and tilt, vena cava perforation, device fracture, bleeding, organ perforation. Patient notes and further alleges experiencing "hospitalized due to blood clots". It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the patient allegation. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. While the lot number is unknown the device was described as a birds nest filter. No evidence to suggest that this device was not manufactured according to specifications t_fembnf_rev2 documents the contraindications, warnings and precautions for the bnf-40-pb gianturco-roehm bird's nest femoral vena cava filter. Potential adverse events include, but are not limited to: filter migration (may occur if proper anchoring techniques are not utilized) inferior vena cava thrombosis perforation of vena cava wall hematoma at puncture site. The gianturco-roehm bird¿s nest vena cava filters are placed via standard percutaneous entry (seldinger) technique. Introduction of the gianturco-roehm bird¿s nest filter is accomplished through a series of controlled steps which allow the operator to alter placement to accommodate anatomic variations. The gianturco-roehm bird¿s nest filter¿s hook wire design and two pair of ¿v¿ shaped struts hold the filtering wires in place and facilitates a secure fixation in the vena cava with a minimal risk of migration or vessel perforation. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated, failure of anticoagulant therapy in thromboembolic diseases, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced, prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. Risk benefit analysis (rba) ra82_rba was completed to assess the benefit; risk ratio of the bird's nest filter. The rba states that "it is the opinion of cook inc. That the medical benefits of the bird's nest filter outweigh the residual risks to the patient. It is expected that some patients with indwelling ivc filters may still experience pulmonary emboli (pe) (though not necessarily fatal emboli). A literature search for relevant clinical studies suggests that pe rate of 1 to 2 percent in patients with indwelling ivc filters; in the bird's nest filter clinical study upon which the FDA approval was based, 1% of patients with a bird's nest filter experienced pe. The rates of pe reflected in our complaints data is significantly below the expected rate of pe. It is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.